Event description:
The reporter contacted animas on (B)(4) 2013, alleging the patient experienced elevated blood glucose (bg) in the 400-556 mg/dl range without ketones or symptoms suggestive of hyperglycemia that day. The reporter stated the infusion site was changed twice in response to the elevated bg and two correction injections of an unknown amount of insulin were administered without significant resolution. The reporter stated the insulin that was being used was 3-1/2 weeks old and may have been exposed to high temperatures. Troubleshooting by customer support (cs) also revealed use error evidenced by the infusion set cannula not being filled during the priming step. The reporter was advised by cs to change out all the supplies, use a new vial of insulin and contact the patient¿s healthcare provider for instructions of bolus/injection when the new insulin vial is available. This complaint is being reported because it was determined that the patient experienced elevated bg as a result of use error by not filling the infusion set cannula during priming and abnormal use by using insulin that had been likely exposed to high ambient temperature.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.